Event description:
The facility reported a colleague infusion pump with a malfunction of 810:11 that was caused by a faulty ail pcb (air in line printed circuit board) that was out of calibration and was recalibrated by service. The event occurred during product evaluation. According to the hospital representative, no patient injury, adverse event or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version for this device (B)(4) categorized as remediated.

Manufacturer narrative:
(B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery the shunt sensor leaked. The product was not changed out. There was less than 1ml of blood loss. The surgery was completed successfully.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).